Manufacturer narrative:
Per the t:slim user guide: filling tubing section describes how to fill the infusion set tubing with insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not fill the infusion set tubing during the load process. Reportedly, the customer tried to resume insulin therapy and blood glucose (bg) level elevated (400-500 mg/dl). Bg level was addressed by administering a manual injection. Customer's clinical diabetes educator followed up with contact who stated customer was doing well and additional training would be provided.